Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The field service engineer (fse) worked with the pharmacist, who assisted the trip to the station and replaced a damaged network cable. The fse monitored the station via a remote support service (rss) session to ensure proper communication with the console. The fse verified that all messages completed successfully and that the station was no longer in critical override. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b-4nww device was not communicating. It was observed that the network cord at the back of the machine had been ripped out and was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.